Event description:
Since I've had the essure coils implanted in my tubes I've dealt with abdominal pain. Never had these problems before, also my menstrual cycle is heavier than ever. The pain comes out of nowhere and it's nothing I can do but lay down and that really doesn't help either.